Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 kept failing. Customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 was not detected on the pyxibus. A field service engineer (fse) removed the back panel and observed that all board indicator lights were active. Further the fse reseated all internal cables and inspected them for any visible damage or tears, with none found. After reassembling, powered the system back on and immediately performed a hardware test application (hta) test, which completed successfully. The customer then conducted a verification inventory count, with no further issues observed, confirming that the drawer communication was restored and the issue resolved. The system functioned as intended after the field service engineer repaired the device.